Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 controller board was faulty. A field service engineer replaced the drawer controller board to resolve the issue, tested in diagnostics gets passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck, displayed a black screen and unit became unresponsive. The customer attempted to plug the device into a different power outlet, but the screen remained black. They also rebooted the station, but the issue persisted and the device does not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.